Event description:
A physician reported that, during the intraocular lens (iol) implant procedure, the lens haptic had adhered to the optic surface of iol after insertion. The iol haptic to the lens optic was released during irrigation and aspiration (ia), and the surgery was completed without any issues. The iol sample was not available for evaluation, as it remained implanted in the patient¿s eye. Additional information has been requested however no further information available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.1. And d2. The manufacturer internal reference number is: (B)(4).